Event description:
The pt experienced a change in therapy effect; the pt had increase baseline spasticity, itching, and was showing agitation. On (B)(6) 2011, a dye study was performed and no problem was found. The pump expected residual volumes for past refills had all been within acceptable limits. The pt was started on oral baclofen, 10 milligrams every four hrs and was sent home. On (B)(6) 2011, the pt came back into the clinic with continued increased spasms, so the decision was made to do a catheter revision. On (B)(6) 2011, a catheter revision was done. Intra-operatively, the pediatric neurosurgeon made an incision at the spinal site and cut the catheter where the catheter exited from the spine. There was an immediate retrograde flow of cerebral spinal fluid, so the hcp made the decision to replace just the proximal segment of the catheter. After completing this, he verified that there was retrograde flow of cerebral spinal fluid from the end of the sutureless connector and reattached it to the existing pump. The newly implanted catheter was primed with the appropriate volume and concentration of medication. The pt was restarted on a daily infusion rate of 100 mcg/day. The pt was admitted, as an in-pt, for observation of therapeutic effect over the next two to three days. The device system was used to deliver baclofen.

Manufacturer narrative:
.